Manufacturer narrative:
Upon further investigation, the following information has been reported indicating the device touchscreen malfunction was discovered during ¿pre-use.¿ the device was not in use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date submitted: 10sep2021. It is unknown if the device was in patient use when this event occurred. Additional information has been requested. If this information becomes available, a follow-up report will be submitted.

Event description:
It was reported to philips by a customer that the unit's touch screen was not working intermittently. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated touchscreen does not respond in all areas after cleaning the screen and performing screen calibration. The customer stated there may be evidence of liquid spill or impact damage on display. The rse advised customer to replace touchscreen to correct, provided part and price. The field service engineer replaced touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service.